Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device eval is complete. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7x bisector blade toggle was sticking. The blade was stuck in the out position and tore off a branch. However, the branch and vein were still able to be used, they cannulated both pieces. The reported kit was used to complete the procedure. There were no pt effects.